Event description:
Clinical trial. It was reported that 204 days post index procedure, the patient experienced a target vessel revascularization (tvr). The index procedure treated a de novo lesion in the 1st right posterolateral (1st rpl) artery. The vessel was 2.3 mm wide, 18 mm long and 90% stenosed. There was mild tortuousity. The physician predilated the lesion prior to placing a 2.25 x 24 mm taxus liberte stent. Residual stenosis was 0% post procedure.the patient was discharged one day later on aspirin and plavix. On day 204, the patient experienced diffuse in stent restenosis in the 1st rpl stent. The stent was restenosed to 90%. The patient underwent a revascularization in which a cypher stent was placed. The event was considered resolved and residual stenosis was 0%. The patient was taking aspirin and plavix at the time of the event. In the opinion of the physician, there was a definite relationship between the tvr and the taxus liberte stent. This product is only ous approved, but is similar to a marketed us device.

Manufacturer narrative:
A unit has not been returned for review therefore a technical analysis cannot be carried out. Without a returned unit it is not possible to confirm how the device may have contributed to the complaint inicident. A review of the manufacturing records for this particular batch namely top assembly batch # 8219990 found that the device met its material, assembly and product specifications, at the time of release to distribution.